Event description:
In 2005 bayer received a report of a customer who got a metal splinter while troubleshooting an acs:180 instrument. A user of the acs: 180 was performing a cleaning procedure when they recieved a vaccul low error from this patient. In an effort to troubleshoot the problem and following instructions for use, the customer checked the seals on the waster container adnd checked the water trap for fluid, the trap had fluid, the trap had fluid. Customer removed adn cleaned the water trap and restalled it. While attempting to tighten the cap to the water trap a brass filing from the fitting penetrated their finger. Customer had the filing removed immediately and sought medical attention. This event happened in a biohazardous environment and there is a potential of biohazard exposure for that reason it is being reported. For medical device reporting purposes this event is considered closed.